Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) battery replacement due date is earlier than the year of manufacture. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.